Event description:
Symptoms/ae: in-stent restenosis. Time of ae: approximately 10 months post stenting. It was reported that approximately 10 months post a left internal carotid artery stenting procedure, the patient had high grade in-stent restenosis-90% stenosis. Initially, at an unknown time, this vessel underwent a carotid endarterectomy. Due to restenosis of the vessel, in 2005, the vessel was stented with an rx acculink. Approximately one year post procedure, in 2006, a stent was placed within the stent due to asymptomatic restenosis. Approximately 10 months post the second stenting procedure, the patient was again found to have significant asymptomatic in-stent restenosis. A third rx acculink was placed to reopen the vessel. There were no reported adverse patient sequelae.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint. Restenosis of the stented segment may occur during this type of procedure as listed in the instructions for use. No device malfunction was described. The rx acculink part # 1011343-30, lot # unk, is being filed under manufacturer report number 3004742046-2008-00137.